Event description:
It was reported to philips that the device would not boot up and displayed 00:00. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and confirmed that the device would not boot up and displayed 00:00. Upon further inspection, the fse found that the flexvision pc for large monitor control was not started. Fse replaced flexvision-2_revised pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.